Event description:
It was reported that the patient¿s new pump was thought to be a 40 cc pump. However, with the refill only 22 cc¿s of drug were successfully filled as resistance was encountered. It was then confirmed that it was indeed only a 20 cc pump. Documentation then should note that 22 cc¿s were filled and it was also discussed that only 20 cc can be programmed. The low reservoir date was (B)(6) 2008 and the programmed update was successful. This device was delivering saline and was to then deliver clonidine, bupivacaine, and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).